Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain alternate method of insulin therapy.